Event description:
Ventilator low priority alarm ringing. Respiratory therapist (rt) went to assess ventilator as patient was on high flow nasal cannula (hfnc) through the vent. Rt noticed low priority alarm in yellow alarming for internal battery failure. Rt checked connections on vent and checked plug connection to be sure vent was plugged into red outlet which it was. Ventilator was functioning normal prior to this without any erroneous alarms. Ventilator was properly connected to red outlet and battery alarm never came on until 1815until later. Rt changed red outlet plug for ventilator to assess if this would fix issues. Ventilator went back to normal. Battery level appeared full and not drained nor charging. Within 30 seconds, ventilator again started alarming for a low priority internal battery failure. At this point, decision was made to switch ventilator out for hfnc on pole. Patient tolerated brief moment on dragerdrager. Drager v500 was marked with orange tag, charge rt notified, and equipment notified. Patient was not harmed by the internal battery failure due to being caught on time.